Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation underneath the therapy pads. The patient described the irritation as wrinkly scaly skin. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. A nurse advised the patient can use an antiperspirant to help prevent sweating. The patient let his back air out and the irritation improved. Supplemental report 9/7/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation underneath the therapy pads. The patient described the irritation as wrinkly scaly skin. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. A nurse advised the patient can use an antiperspirant to help prevent sweating. The patient let his back air out and the irritation improved.